Event description:
Nevro charger has blue pad that has to be placed or replaced broken wire down his spine. The factory rep reset the nevro charger, he followed schedule as directed. He had a round electrical burn on his hip. My husband had the pain stimulator implanted about 2 years ago. It never relieved the back pain he is suffering from. After going through a second surgery, the dr said all wires running up and down his spine were broken. He replaced them, the machine then burned him. The factory rep was at the dr's office after the burn on his hip. Before the dr came in, I asked her about complaints she said there had been no complaints. FDA has 55 complaints she also stated it was a sliding scratch. I told her the round circle on the blue pad has to be exactly on the round circle on his hip or the computer would not connect. The round circle burn on his hip was a perfect 1/2 inch that took 10 days to heal, leaving a scar. Frequency: at bedtime; used on the skin.